Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 09-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on (B)(6) 2020 regarding a patient receiving compounded hydromorphone and bupivacaine (doses and concentrations unknown) via an implanted infusion pump. It was reported that the patient experienced uncontrolled pain. The patient was last refilled by a nurse practitioner (np) who increased the bupivacaine in effort to control the pain, but instead it resulted in side effects. A catheter access port (cap) dye study was performed which revealed restricted dye dispersion. The patient was scheduled for a catheter revision. On (B)(6) 2020 surgical observation revealed the catheter was kinked at the anchor. The catheter was spliced, replacing the spinal segment. On (B)(6) 2020 the patient reported improved pain relief, and the event was considered resolved without sequelae on that date. The etiology indicated the event was related to the device/therapy and was not related to the implant procedure.